Event description:
Customer stated, "I was laying I heard a crackling noise and then heard it again and then I smelled electrical burning smell". Product has not been returned for investigation. Customer did not claim any injury. The product was approx. 16 years old when the incident occurred. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations.